Manufacturer narrative:
The t:slim g4 system is indicated for use in individuals 12 years of age and greater. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump declared an incomplete bolus alert and that an unintended 8 unit bolus had been requested. During troubleshooting with tandem technical support, device logs indicated that a carbohydrate amount of 986 was entered and a 10 unit bolus was requested. Contact reported that bolus delivery was stopped after 2.3 units had been delivered. There was no impact to the customer's blood glucose level. It was recommended that customer wear a pump belt and that contact consults customer's health care provider regarding locking certain pump features.